Manufacturer narrative:
Device technical analysis: device analysis of the returned isleeve sheath revealed that the liner is torn 9cm from the tip to the tip. There are numerous sheath kinks. All 3 of the seams are starting to expand and the tip is torn as expected with device usage.

Event description:
It was reported that the isleeve liner was torn. Vascular access was obtained via femoral approach. An 15f isleeve was placed. A 25 mm lotus edge valve was advanced into position. No difficulty was noted during advancing through the native arch that had an angle of 60 degrees. No issues were noted crossing the native annulus. The 25mm lotus edge valve was unable to be locked on the noncronary cusp side despite multiple attempts. The 25mm lotus edge was able to be resheathed and removed from the patient. A new valve of the same size was successfully implanted. When the 15f isleeve introducer sheath was removed from the patient, the isleeve liner appeared torn. No patient complications were reported.

Event description:
It was reported that the isleeve liner was torn. Vascular access was obtained via femoral approach. An 15f isleeve was placed. A 25 mm lotus edge valve was advanced into position. No difficulty was noted during advancing through the native arch that had an angle of 60 degrees. No issues were noted crossing the native annulus. The 25mm lotus edge valve was unable to be locked on the noncronary cusp side despite multiple attempts. The 25mm lotus edge was able to be resheathed and removed from the patient. A new valve of the same size was successfully implanted. When the 15f isleeve introducer sheath was removed from the patient, the isleeve liner appeared torn. No patient complications were reported.